Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead exhibited high thresholds despite multiple repositioning attempts. The physician suspected a defective helix mechanism. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.